Event description:
It was reported that the patient presented in clinic for normal follow with device that could not be interrogated. Several attempts were made to establish communication were unsuccessful. Short margin from eri to eol was observed. The device was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to premature battery depletion. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.